Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease flat and red particles. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks, assessed as surgical impact. Sharp opening in the anterior side was also observed. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks due to surgical impact; non-penetrating nicks - a sharp opening on anterior due to an unidentified (tear) opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a ruptured device. The device was explanted and replaced. Right side.